Manufacturer narrative:
Complete event site name: (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the customer attempted a sheath-less insertion of the intra-aortic balloon (iab), but insertion was unsuccessful. The customer then inserted the sheath, however, the iab could not be inserted through the sheath. It was then noticed that the needle tail was cracked. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields: b4, d10, g4, h3, h6, h10. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane loosely folded with traces of blood on the exterior of the catheter. The one-way valve, guidewires, syringe, stopcock, extender/ pressure tubing, dilator & t-handle were also returned. One guidewire was kinked in several places, the extender tubing was kinked at 64.8cm from the male-luer tip and the t-handle was bent along its length. Two catheter tubing/inner lumen kinks were observed at 68.8cm & 72.4cm from the iab tip. Two inner lumen kinks were observed within the membrane at 16cm & 18.8cm from the iab tip. An additional catheter tubing was observed at 43.2cm from the iab tip. No angiographic needle returned. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the returned loosely folded condition of the iab. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The evaluation indicated kinks along the length of the catheter, which can contribute to difficult insertion, confirming the reported problem. Additionally, although the angiographic needle was not returned, given the provided photos, the evaluation confirmed the reported problem. However, we were unable to to determine when the kinks and damaged angiographic needle occurred. A lot history review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Correction to emdr follow up #2 to field h10: the product was returned with the membrane loosely folded with traces of blood on the exterior of the catheter. The one-way valve, guidewires, syringe, stopcock, extender/ pressure tubing, dilator & t-handle were also returned. One guidewire was kinked in several places, the extender tubing was kinked at 64.8cm from the male-luer tip and the t-handle was bent along its length. Two catheter tubing/inner lumen kinks were observed at 68.8cm & 72.4cm from the iab tip. Two inner lumen kinks were observed within the membrane at 16cm & 18.8cm from the iab tip. An additional catheter tubing was observed at 43.2cm from the iab tip. No angiographic needle returned. The extender tubing was found to have blue substance on the tubing in three sections. The substances were ftir spectrum tested and found to be blue ink. We are unable to determine when the ink on the extender tubing occurred. The presence of ink does not affect the performance of the device. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the returned loosely folded condition of the iab. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The evaluation indicated kinks along the length of the catheter, which can contribute to difficult insertion, confirming the reported problem. Additionally, although the angiographic needle was not returned, given the provided photos, the evaluation confirmed the reported problem. However, we were unable to to determine when the kinks and damaged angiographic needle occurred. A lot history review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.